Event description:
A guideliner v2 catheter was used during a clinical procedure to facilitate placement of a stent. While attempting to position the stent, the guideliner v2 was advanced and retracted multiple times; the pushwire eventually separated from the shaft. The entire system was removed with no harm to the patient. No patient impact was reported.